Event description:
Piece of plastic from the cover of the tampon in me, pieces of plastic came out of me - vagina [foreign body in reproductive tract]. Irritation near the area you insert the tampon - vagina [vulvovaginal discomfort]. After removing the tampon, pieces of plastic came out [device breakage]. Case description: consumer called stating she found a piece of plastic in her from the cover of a tampon she used overnight, and pieces of plastic came out of her after removing a tampon in the afternoon. No serious injury was reported.

Manufacturer narrative:
02-mar-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
30-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Piece of plastic from the cover of the tampon in me, pieces of plastic came out of me - vagina [foreign body in reproductive tract]. Irritation near the area you insert the tampon - vagina [vulvovaginal discomfort]. After removing the tampon, pieces of plastic came out [device breakage]. Case description: consumer called stating she found a piece of plastic in her from the cover of a tampon she used overnight, and pieces of plastic came out of her after removing a tampon in the afternoon. No serious injury was reported.

Event description:
Piece of plastic from the cover of the tampon in me, pieces of plastic came out of me - vagina [foreign body in reproductive tract]. Irritation near the area you insert the tampon - vagina [vulvovaginal discomfort]. After removing the tampon, pieces of plastic came out [device breakage]. Case description: consumer called stating she found a piece of plastic in her from the cover of a tampon she used overnight, and pieces of plastic came out of her after removing a tampon in the afternoon. No serious injury was reported.

Manufacturer narrative:
Initial lot code investigation results on (B)(6) 2020 showed no failure identified. An investigation is in progress for returned product.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece of plastic from the cover of the tampon in me, pieces of plastic came out of me - vagina [foreign body in reproductive tract] irritation near the area you insert the tampon - vagina [vulvovaginal discomfort] after removing the tampon, pieces of plastic came out [device breakage] case description: consumer called stating she found a piece of plastic in her from the cover of a tampon she used overnight, and pieces of plastic came out of her after removing a tampon in the afternoon. No serious injury was reported.